Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the device was not in clinical use at the time of the reported event. The philips field service engineer (fse) visited onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the system would boot up to blue screen. The fse confirmed that the single board computer was defective and needed a replacement. To resolve the reported issue, the fse replaced the single board computer. After replacement and necessary calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the was unable to boot up, stalling at a blue screen. No harm was reported to philips. Philips has started an investigation of this compliant.